Event description:
It was reported that the pace/sense portion of the right ventricular lead had high impedance. The lead was explanted. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2011. (B)(4).